Manufacturer narrative:
(B)(4). The customer reported a vague statement - abnormal paddle. There was no reported pt involvement. The philips field svc engineer evaluated the device and confirmed the problem with the paddles failing to shock during testing. The paddles shock button did not work. The field svc engineer tested the device with a known working set of paddles and the paddles worked fine. The customer was provided info on replacing the paddles. The device passed all performance assurance testing and was returned to use. This is a malfunction of the external paddles where the paddles failed to shock.

Event description:
The customer reported a vague statement - abnormal paddle. There was no reported pt involvement.